Event description:
The hcp reported that the patient underwent explant (due to pulse generator exhaustion) of a previously placed soletra ipg pulse generator with implant of a kinetra pulse generator. Approximately one month after implantation, the patient presented with pain, erythema, and warmth at her left infraclavicular incision site. The patient and hcp decided to remove all hardware proximal to the interface of her extensions and deep brain stimulator leads in 2007. The pt was placed under general anesthesia. The right extensions were sectioned from the deep brain stimulator leads with a mid cervical and a retromastoid skin incision. These wounds were irrigated and stapled closed after hemostasis was achieved. A left subcostal skin incision allowed for the sectioning of both left implanted extension kits. This was also closed after irrigation. The hcp reported that none of these incision sites revealed any evidence of infection, serous fluid, or other suggestion of problems. Next, the right and left subcostal soletra pulse generators were exposed and removed along with the extension kits. The wounds were irrigated, hemostasis attained and a medium hemovac drain was placed ' from one to the other' and secured with 3-0 undyed sutures. The wound were closed with stainless steel staples. The hcp turned his attention to the left infraclavicular kinetra pulse generator. This surgical site was purulent, and multiple specimens were submitted for culture; cultures revealed methicillin-resistant staphylococcus aureus. The extension kits and the pulse generator were carefully removed. The wound was irrigated, a medium hemovac drain was placed, and the wound was closed with 2-0 interrupted suture and sterile stainless steel staples. The patient was treated with antibiotics. A new deep brain stimulation system was placed in 2007, and the patient was discharged from the hospital the same day. Please see MFR. Report #s' 6000032200800319, 6000032200800320.